Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) cycle the power to the hc. At press go to start, the tsr had the hp disconnect and remove cassette. The tsr assisted the hp to clear the alarm and advised the hp to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2013 regarding the system error 2367. The hp stated that homechoice alarmed with a system error 2367. She stated that when she checked the log there was a system error 2240 (air in tubing) alarm before that, but she did not remember it alarming. The hp was connected at the time of the alarm. The patient line was connected properly before connecting. The hp was not using patient line extensions. The hp did not disconnect prior to the alarms. The hp did not notice anything unusual about the supplies. The hp was able to continue therapy using new supplies the following night. The hp contacted the registered nurse (rn) about the alarm. The hp stated that she had discarded the supplies after therapy and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.